Event description:
It was reported that the patient implanted with an artificial urinary sphincter presented with urethral atrophy and recurring urinary incontinence. This was confirmed by the physician during a revision surgery, which revealed that the device had cycled, and the cuff was no longer providing coaptation to prevent leakage. Consequently, the device was explanted and replaced. There were no further patient complications.